Event description:
It was reported that the log files indicated a system controller exchange occurred on (B)(6) 2023 or (B)(6) 2025. When the controller was powered back on, the clock was not set indicating there was a total loss of power to the system associated with the exchange. The controller was connected to power, but not the pump for approximately 6 days.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Corrected data: section b5: 09jul2025 corrected to 09jul2023. Manufacturer's investigation conclusion: the reported event of a system controller exchange was confirmed via analysis of the submitted log file. A system controller periodic log file was submitted for review and data from the event date of 08jul2023 and from the timestamps of (B)(6) 2000 ¿ (B)(6) 2000 were reviewed. Between (B)(6) 2023 at 13:11:15 and the timestamp of (B)(6) 2000 at 23:59:55, the driveline was observed to have been disconnected and the system controller clock was observed to have been reset to the default timestamp of (B)(6) 2000, indicating that a controller exchange had occurred. The driveline was then observed to have been reconnected to the system controller between the timestamps of (B)(6) 2000 at 23:59:35 and (B)(6) 2000 at 05:46:35. No other notable alarms were observed. The system controller was not returned for analysis. Multiple attempts were made to obtain additional information, including the reason for the system controller exchange; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 10aug2020. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the issue does not resolve. Heartmate 3 patient handbook (rev. C) section 2 ¿ ¿how your heart pump works¿ and heartmate 3 instructions for use (rev. D) section 2 ¿ ¿system operations¿ instructs users on how to exchange their system controllers, and state to never exchange their system controller without having a trained, and competent caregiver at your side to assist. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the log files indicated a system controller exchange occurred on (B)(6) 2023 or (B)(6) 2023.